Event description:
Case review indicates a customer received a reading of 24 mg/dl on a meter that was not set to the appropriate unit of measure or test strip code. She was not feeling well, so she traveled to the emergency room where a comparison reading of 11.2 mmol (or 201.6 mg/dl) was received. The caller did not provide details as to the treatment provided at the hosp. Testing was conducted on the fingers.